Manufacturer narrative:
The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. (B)(6) 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t (B)(6) 02-010-04-0340 - logic cr femoral por, right, sz 4 (B)(6) 200-02-38 - three peg patella 38mm.

Event description:
Legal case rk rev as reported via legal documentation, on or about (B)(6) 2019, this patient underwent a right total knee arthroplasty due to osteoarthritis in his right knee. At some point afterward, the patient presented to their doctor for an evaluation of his right knee, as he had been complaining of mechanical complications and chronic pain. On or about (B)(6) 2022, the patient underwent revision surgery of his right knee due to implant loosening and significant synovitis. During the revision surgery, the surgeon noted that there was "inflammatory synovitis involving the suprapatellar pouch, medial and lateral gutter" and that there was "some erosion affecting the medial and lateral aspect of the polyethylene liner" the subsequent post-operative diagnosis confirmed that the plaintiff's right total knee arthroplasty failed due to significant loosening, which is related to the failure in the polyethylene. There is no other patient demographic or medical history available. There is no further information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. Ebi initial surgery attached. Historical record & smartsolve searched for sn/patient name with no results.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.